Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During the insertion, the plastic tip on one side of the device bent and the tip on the other side cracked. The procedure was completed with another device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. The tip of one of the needles is damaged and the tip of the other needle is bent.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.